Event description:
On (B)(6) 2012, the lay user/ patient's health care provider (hcp)contacted lifescan (lfs) (B)(4) alleging the onetouch verio iq meter read inaccurately low. The patient's hcp did not provide any blood glucose values. The patient's hcp stated the patient did not experience any symptoms or seek any medical attention because of the reported issue. However, this complaint is being reported because the alleged issue remained unresolved.

Manufacturer narrative:
(B)(6).